Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose levels displayed as "high," with the specific value unknown. Cause was not known. The customer took corrective action by performing a correction injection via multiple daily injections (mdi) and was instructed by technical support to inspect and replace the infusion site and supplies as necessary.